Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware issue. A field service engineer guided the customer to replace the communication sled and reset the network configuration. E1(initial reporter state - qld). The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was in disconnected mode and the hardware failed. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.